Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received a stuck button alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the button was not pressed for 3 minutes or longer. The customer will discontinue the use of the insulin pump and pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test and self test. No stuck button alarm noted during the testing. Successfully downloaded history files and traces using thus. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 04/24/2023 03:38:15.000, 04/24/2023 03:59:05.000, 04/24/2023 04:18:19.000, 04/24/2023 04:25:00.000, all buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. Please see below for pump errors/alarms noted 2 days prior to the event date 24-apr-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 04/24/2023 03:33:58.000 to 04/24/2023 04:27:22.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 04/24/2023 03:38:15.000, 04/24/2023 03:57:42.000, 04/24/2023 03:58:11.000, 04/24/2023 04:13:45.000. Power loss alarm was recorded and found in the formatted history file on: 04/24/2023 04:14:37.000 to 04/24/2023 04:39:29.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed batt alert/battery failed alarm and power loss alarm were expected since the battery in the pump is low on power. The customer may have used a low power battery. Pump error 68 alarm was recorded and found in the formatted history file on: 04/24/2023 03:32:47.000, 04/24/2023 03:55:56.000, 04/24/2023 04:05:00.000, 04/24/2023 04:09:03.000, 04/24/2023 04:09:39.000. Pump error 49 alarm was recorded and found in the formatted history file on: 04/24/2023 03:32:47.000, 04/24/2023 03:55:56.000, 04/24/2023 04:09:03.000, 04/24/2023 04:09:40.000, 04/24/2023 04:14:12.000. Pump error 23 alarm was recorded and found in the formatted history file on: 04/24/2023 04:14:25.000, 04/24/2023 04:38:03.000. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed due to memory corruption, suspected on hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed due to memory corruption, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.